Event description:
It was reported that during an unknown procedure, the device would not fire. The device was reloaded and the same thing occurred. Another device was used to complete the case. Tehre was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the device arrived with a cartridge loaded on the device and void of staples. When the device was tested for functionality with a test cartridge, the staples were not fully formed. The device was disassembled to check the internal components and it was found to have the spring pin and the firing bar damaged, causing the staples not to fully formed.